Event description:
It was reported that a large volume infusor had no flow. According to the report, the nurse ¿found pipe blockage, fluid cannot flow out.¿ this occurred before use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 30, 2014 ¿ august 31, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.